Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient implanted with this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) required external defibrillation due to cardiac arrest for which the s-ICD did not deliver therapy. The patient remains hospitalized. The hospital was contacted but did not have any information regarding the situation. No additional information is available.